Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced syncopal episodes that correlated to episodes stored in the device. The device delivered potentially inappropriate anti-tachycardia pacing (atp) and shocks. The rhythm did appear to be atrial driven with rapid ventricular response (rvr). The therapy did not convert the rhythm. This ICD remains in service. No additional adverse patient effects were reported.